Event description:
The pt had two leads (from the same lot). It was reported the pt was no longer receiving adequate coverage. One of the pt's lead showed invalid contacts. Allegedly, the lead had migrated. The lead was explanted and replaced. Coverage was regained post-op and the issue has resolved.

Manufacturer narrative:
Results - visual inspection of the lead revealed a kink with all wires broken at approximately 18.5 cm from the stimulation end. The kink/fractured wires were consistent with an overstress condition the lead was subjected to while implanted. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.